Event description:
Reported that during a laparoscopic gastric bypass, the device fired malformed staples at the distal end of the cut line. The procedure was completed with a like device and additional sutures. There was no adverse consequence to the pt.